Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to inflate to the balloon during a pretest.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. Evaluation found the catheter can be inflated without difficulty. Dissected the catheter and found no conditions that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿(6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specific volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that it was difficult to inflate to the balloon during a pretest.